Event description:
The customer left a product review on the company's website claiming that their use of the device caused their iud to be dislodged and required removal and replacement by their obgyn. The customer stated that they had their iud in place "for years with zero issues" and that they had only used the flex cup "for one period." The company made three good-faith efforts to follow up with the customer via email to obtain additional information, however, the customer failed to respond. The instructions for use that is provided in the packaging with the device states "consult your doctor if you are using an intrauterine device (iud). While uncommon, there is a risk of dislodging, displacing, or removing the iud by pulling on the iud string when removing flex cup." The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.